Manufacturer narrative:
(B) (4). Event still under investigation at this time.

Event description:
A male pt underwent secondary intervention to repair another manufacturer's migrated device on (B) (6) 2009. Another manufacturer's cuff was placed as well as a zenith renu was put into place at the lowest renals. Sheath and top cap were deployed. When the top cap was being captured, the grey positioner (while advancing through the graft), pushed the entire renu cuff up. The physician immediately stopped and looked at all of the trigger wires and pin vise positioning; all looked fine. He continued to capture the top cap and the same thing happened, the entire cuff advanced forward, this time covering both renals. The physician implanted a coda balloon with the hope of pulling the existing grafts down to no avail. At this time the physician had no choice but to open the abdomen and explant the device. The pt's current status is unk.